Event description:
It was reported that low sensing and low capture threshold was observed. The lead was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
External and internal abrasion with exposed svc cables was noted at 33.3 cm to 35.1 cm from the lead tip. Intact etfe coating on the cables and intact inner lumen to inner coil was noted. External and internal abrasion with externalized rv cables was noted at 14.5 cm to 17.5 cm from the lead tip. Intact etfe coating on the cables and intact inner lumen to inner coil was noted. External and internal abrasion with externalized rv cables was noted at 6.2 cm to 8.7 cm from connector pin. The lumen to the inner coil was breached at the same location, at 7.9 cm to 8.9 cm from the lead tip. Intact ptfe tubing around the inner coil and etfe coating on the cables was noted.